Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system became unresponsive during an attempt to load a disc from an office scan. The system froze upon trying to load, and after a hard power down without unplugging, it was restarted but 'no video detected' was displayed. This issue occurred multiple times, prompting instructions to hard power down and unplug, which did not resolve the problem. There was no patient involved. (B)(6) 2025 e1 (rep): no new information.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735736, software version: 2.1.0 h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A0902: applicable to "no video detected" a1102: applicable to the "no video detected" message a13: applicable to issues with the scan loading due to the unresponsiveness a110201: applicable to the system becoming unresponsive / freezing medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the software logs were analyzed. Logs captured two application sessions on the date of issue. Both of the session logs captured that the images were trying to be imported from a cd; however, during search_dicom_media, the application froze, and logs recorded an error of "problem handling new gpu data." During this time, the system logs showed a gpu crash, causing the system to become unresponsive. After restarting, the gpu was not able to recover from the previous crash; hence, logs recorded "no nvidia graphics adapter found," which led to "no video detected" messages being displayed to the user. This issue is consistent with a known software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736411, ubd: unknown, UDI: unknown; product ID: 9735787, ubd: unknown, UDI: unknown; product ID: 9735786, ubd: unknown, UDI: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.